Event description:
It was reported that the patient passed out and fell. Interrogation revealed a ventricular lead warning for impedance and inappropriate inhibition. The lead was felt to be fractured by the physician. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead (B)(6) 1998. (B)(4).